Manufacturer narrative:
No product was returned for evaluation. Should new relevant device not returned.

Event description:
It was reported that the customer was experiencing fluctuating blood glucose (bg) levels (between 43 mg/dl and the 500s mg/dl range), extreme confusion and memory loss. The customer stated that the episodes have been intermittent, beginning on (B)(6) 2015. The customer delivered boluses from the pump to address the elevated bg levels and consumed juice and crackers to address the low bg levels. On (B)(6) 2015, upon waking, the customer lost balance and fell into a dresser, causing bruising. The customer contacted the healthcare provider, who directed the customer to go to the emergency room (ER), due to elevated bg level and the customer being dizzy, disoriented and pale. Upon arriving at the ER, the customer's bg level was 271 mg/dl with small ketones. The customer was not given any insulin while in the ER. The customer underwent an electrocardiogram (EKG), a complete blood count (cbc), and magnetic resonance imaging (MRI) of brain. All test results were normal and the cause of the elevated bg level was not determined. The customer reverted to a non-tandem backup pump, and bg level is reported to still be elevated since switching to the backup pump. It was indicated that the customer would follow up with endocrinologist regarding bg level.